Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Physician decided to monitor the patient closely until the device reaches eri. The patient was asymptomatic.